Manufacturer narrative:
Batch review performed on 04 december 2020: lot 1906794: (B)(4) items manufactured and released on 13-nov-2019. Expiration date: 2024-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: batch reviews performed on 04 december 2020: moto partial knee 02.18.if6.08.llrl tibial insert fix s6 - lateral - 8mm (k183029) lot 1906756: (B)(4) items manufactured and released on 31-oct-2019. Expiration date: 2024-10-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Moto partial knee 02.18.tf6.rl tibial tray fix cemented s6 rl (k183029) lot 1906787: (B)(4) items manufactured and released on 11-dec-2019. Expiration date: 2024-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, one month after primary surgery, reporting pain due to osteoporosis. The surgeon revised the femoral component, tibial tray, and insert. The surgery was completed successfully.